Event description:
In response to the FDA safety alert: potential cross-contamination linked to hemodialysis treatment, 5/99, qualified personnel inspected all hemodialysis machines. One unit was identified as having a problem with possible contamination with dried blood in the blood pump module. The blood pump module was removed and another module installed.